Manufacturer narrative:
The field complaints of sensing noise and no high voltage were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital because of pocket erosion and infection. The patient's device pocket was opened, and the implantable cardioverter defibrillator (ICD) was wrapped in gauze. After this procedure the device exhibited oversensing noise that led to pacing inhibition. Cardiac arrest then occurred and the ICD did not deliver high voltage therapy. Cardiopulmonary resuscitation and cardiac massage were performed to resolve the cardiac arrest. The ICD was reprogrammed, used externally, and ultimately explanted on (B)(6) 2020. The patient had no adverse consequences during and after the procedure.